Event description:
Infection - vagina [vaginal infection]. Cotton left inside from tampon - vagina [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort]. Cotton came off the string - tampon [device breakage]. When trying to remove the tampon over half the cotton came off the string [complication of device removal]. Case narrative: consumer reported via e-mail that half of the cotton came off string and was left inside vagina. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Infection - vagina [vaginal infection] cotton left inside from tampon - vagina [foreign body in reproductive tract] uncomfortable - vagina [vulvovaginal discomfort] uncomfortable - tampon [medical device site discomfort] cotton came off the string - tampon [device breakage] when trying to remove the tampon over half the cotton came off the string [complication of device removal] case narrative: consumer reported via e-mail that half of the cotton came off string and was left inside vagina. No serious injury reported.